Event description:
It was reported that lead was explanted due to externalized conductors. Hv shock delivered. Impedance and electrical normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two segments. The reported insulation abrasion was confirmed. Externalized conductors due to internal insulation abrasion were found at 8.5cm to 11.0cm and 12.0cm to 20.0cm from the distal tip. The etfe coatings of the ring electrode and rv conductors were abraded at the abrasion area between 12.0cm to 20.0cm. Electrical measurements that could be performed were normal.